Event description:
Data investigation could not confirm the allegation. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. It was found in connection with the reported allegation that on the alleged incident date, march 28, 2026, at 10:18 am, the estimated glucose value of 67 mg/dl dropped below the low alert threshold (70 mg/dl), and the app delivered a low alert at 100% volume. From 10:22 am to 10:33 am, the app delivered urgent low alerts at 100% volume, with egvs dropping from 67 mg/dl to low (less than 40 mg/dl). At 10:36 am, the urgent low alert was acknowledged. The probable cause could not be determined.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient reported being concerned about low alerts due to passing out from low readings. However, there was no information provided about any alerts being missed or what the cgm was displaying during the time the patient was unconscious or after she regained consciousness. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.